Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the on site inspection, the medtronic representative reported that the generator would not power on. The rep found that the issue was being caused by the ht control pcb and atp board. These parts were replaced. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the motion controller wouldn't initialize and was displaying the message, "gantry is docked...". The site undocked the system and then it showed the message, "gantry door is open....". After closing the door, the motion controller initialized but then the generator wouldn't initialize fully. The site waited 5 minutes and then restarted the image acquisition system (ias) which did not resolve the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
Additional information: both ht controller board and the atp console were received by manufacturer, however, analysis is still in progress and no results are available at this time.

Manufacturer narrative:
The analysis on the ht controller was completed by medtronic personnel. The controller was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis on the atp console was completed by medtronic personnel. Testing found that a generator error occurred on the third startup of a known operational imaging system when installed in the system.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.